Event description:
A us distributor contacted zoll to report that a patient experienced four inappropriate defibrillations. The patient received the four inappropriate treatments on (B)(6) 2014 at 22:15:31, 22:22:01, 22:27:35 and 22:28:56. The patient was at home watching tv and conscious at the time of the event. There were no witnesses reported. Over-sensing of small cardiac signal and motion artifact contributed to the false detections. A review of the downloaded data confirms the patient pressed the response buttons but the response buttons were not pressed during the treatment sequences that resulted in the inappropriate defibrillation treatments. The patient was went to the emergency room and will continue to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was went to the ER and will continue to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn: (B)(4) - initial use. Electrode belt sn: (B)(4) - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical inappropriate defibrillation (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.